Event description:
Hamilton medical ag received the following event description:it was reported that "increasing the pressure limit (plimit) to 38 mbar led to a sudden reduction of the pressure limit to 26 mbar, resulting in very small tidal volumes. After increasing the upper pressure alarm limit, ventilation could be performed without issues. However, after attempting to increase the pressure limit (plimit) again, the same problem occurred, with the pressure limit dropping to 26 mbar and no possibility to increase it. Only after adjusting the upper alarm limit again was ventilation possible." No harm to the patient was reported.

Manufacturer narrative:
Hamilton medical ag reference number: (B)(4). Investigation ongoing.